Event description:
Doctor discovered pt's implant became loose. A second surgery was performed to reveal that three plates used to secure the implant were broken. Doctor noted that there was tissue/dural ingrowth along the osteotomy line that he felt was pressing up on the implant that may have contributed to the breakage of the plates. Broken plates were replaced with new ones to secure the implant. Broken plates are not available for return.

Manufacturer narrative:
There was no device returned for eval and no add'l info provided related to this event. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. If further info is acquired that adds value to the content of this report and/or valid conclusion can be drawn, a follow up report will be sent.